Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Corrected information: d4 summary of event: as reported, during an interventional procedure involving a brain aneurysm, a flexor raabe guiding sheath leaked at the valve. Another sheath of the same type was used to establish access; however, that sheath leaked at the valve. The leak in the first sheath will be reported under patient identifier: (B)(6). The complaint device was then inserted, with the dilator in place; however, the hemostatic valve leaked blood after the dilator was removed. Per the reporter, the dilator was easy to advance into the sheath. A third device of the same type was then used to successfully complete the procedure. The patient did not require treatment for blood loss. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures were conducted during the investigation. A visual inspection and functional test of the complaint device was also conducted. The complainant returned one used flexor raabe guiding sheath to cook for investigation. Physical examination of the returned device found that during tabletop testing, the device leaked from the silicone disc. A document-based investigation evaluation was also performed. No related non-conformance's were found, and there have been no other reported complaints for this lot number. The customer followed all relevant instructions for use related to this failure. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided, the returned device evaluation, and the results of the investigation, cook has concluded that component failure unrelated to manufacturing or design deficiencies contributed to this incident. The exact conditions experienced during the event cannot be duplicated. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
H3: device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an interventional procedure involving a brain aneurysm, a flexor raabe guiding sheath leaked at the valve. Another sheath of the same type was used to establish access; however, that sheath leaked at the valve. The leak in the first sheath will be reported under patient identifier (B)(6). The complaint device was then inserted, with the dilator in place; however, the hemostatic valve leaked blood after the dilator was removed. Per the reporter, the dilator was easy to advance into the sheath. A third device of the same type was then used to successfully complete the procedure. The patient did not require treatment for blood loss. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.